Event description:
The customer reported that their central nurse's station (cns) is showing a wrong patient name for a single transmitter (gz). The same thing happened on the related remote nurse's station (rns). They reported that this issue happened out of nowhere and suddenly. No harm or injury was reported. The issue was resolved when they discharged and re-admitted the patient.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is showing a wrong patient name for a single transmitter (gz). The same thing happened on the related remote nurse's station (rns). They reported that this issue happened out of nowhere and suddenly. No harm or injury was reported. The issue was resolved when they discharged and re-admitted the patient. Concomitant medical device: the following device(s) were used in conjunction with the cns: transmitter: model #: gz-130pa serial #: (B)(4) device manufacturer data: 07/04/2018 unique identifier (UDI) #: (B)(4). Rns: model #: rns-6803 serial #: (B)(4) device manufacturer data: ni unique identifier (UDI) #: ni